Event description:
A customer reported an error with their continuous glucose monitor, specifically citing cgm error 42 with the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset guide and assisted the customer through the process. Following the reset, the error did not reappear, and the customer successfully started their sensor session.